Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The inspection of the 5mm, 45cm peek multi-function handle confirms insulation damage, scratches dings and dents were seen throughout the shaft. The 5mm, 45cm peek multi-function handle failed the insulscan test. Probable root cause/s could be use error, mishandling and or normal wear and tear. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.